Manufacturer narrative:
Ortho vision mts analyser's saline container was filled with thermo scientific¿ nerl¿ high purity water and no system error was posted. The root cause is user error. Tsc were advised that the customer performed repeat testing of all affected samples and that all results were acceptable. No discrepancy was identified. No incorrect or erroneous results were reported as a result of this incident. No patient was harmed. Email address for contact office is (B)(4).

Event description:
A customer had dispensed thermo scientific¿ nerl¿ high purity water into the saline container of their ortho vision mts analyser and no system error was posted. The customer stated that between (B)(6) 2021 they had dispensed thermo scientific¿ nerl¿ high purity water into the saline container of their ortho vision mts analyser and no system error was posted. No further detail provided. The customer reported that no biased result was reported to a physician. No erroneous or discrepant patient results were obtained. The customer reported that no patient was harmed as a consequence of the reported event.